Event description:
It was reported that a user of the ilet bionic pancreas experienced hyperglycemia with a blood glucose of 306 mg/dl while using a contact detach steel infusion set, and the cause of the event was unclear. Symptoms included no reported clinical symptoms associated with the elevated glucose. Outcomes included no injury, no medical intervention beyond user-led troubleshooting, and no hospitalization. Investigation included customer service troubleshooting and education regarding supply change, infusion site change, contacting a healthcare provider, and instructions regarding use of any separate rapid-acting insulin while disconnected. Investigation of this case revealed that the hyperglycemia resolved actions were recommended and that no device malfunction was identified based on available information. It was concluded that the event was consistent with hyperglycemia of unclear cause with no evidence of device failure. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.